Manufacturer narrative:
It was reported that the top rail was damaged at the end, causing no functional damage only cosmetic. No sharp edges were reported. The issue was resolved for the customer by replacing the top rail

Event description:
It was reported that the plastic covering side rail was damaged and comes out. It was also alleged that this could hurt a patient or nursing staff. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the plastic covering side rail was damaged and comes out. It was also alleged that this could hurt a patient or nursing staff. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.